Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen became shattered. In addition, it was reported that the customer received a cartridge error message with multiple cartridges during the load process. Customer had low blood glucose (bg) levels (50 mg/dl). Customer drank soda to stabilize blood glucose levels. It was indicted that the customer has back up manual injections to stabilize bg levels.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.